Event description:
Pt had right total hip arthroplasty (tha) in 2005. Has had right hip pain for about the last year or two. Pt has metal on metal articulation and required a right tha revision of acetabular component and femoral head. Devices that were explanted were biomet magnum acetabular component size 52 mm and biomet magnum femoral head, metal on metal articulation size 46 mm. Upon request of pt, the explanted components were sent to the pt's attorney and are no longer available to the facility. Biomet representative mark bublick has received a copy of this report on behalf of biomet.